Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing the cartridge. Tandem technical support could not find any alarms or alerts in the pump logs. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 198 mg/dl.